Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was unable to initialize. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause was was traced to a component failure. The evaluation detected an unreported condition: the handle was opened up and the battery was found to be vented. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle failed to charge and there was a battery charger red light error. A manual handle was used to resolve the issue. There was no patient involvement.